Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the impella 5.5 is unable to unload the patient despite presumably flowing well. The impella 5.5 was removed, and no clot was observed in the cannula. The physician believed that the impella was non-functioning. The patient survived the event.

Manufacturer narrative:
The investigation for low pump flow has been completed. The product was returned cut form catheter. The impeller and outflow cage was clean with no traces of biomaterial. Data logs were returned and there was no low flow observed. There were no suction alarms or motor current spikes observed. Clinical mentions that the patient was checked for signs of worsening rv function but flows were optimal and did not require right heart support. There was no issue found during the case. The device functioned/operated to specification.